Manufacturer narrative:
Additional information: d10, h3 plant investigation: fourteen companion samples were returned to the manufacturer for physical evaluation. The companion samples were visually inspected and found that the luer lock connectors are acceptable with no damage was observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. During the evaluation of the samples was not confirmed the alleged failure stated in the complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact received an air detected in cassette warning in dwell 4 of 4 of treatment. The patient contact stated the baxter bag became disconnected from the safe lock apd adapter. The patient contact cancelled treatment and started the patient on a stat drain. Technical support advised the patient contact to follow up with the peritoneal dialysis registered nurse (pdrn) regarding if the patient needs medical attention. Upon follow up, it was confirmed that the apd luer lock connector disconnected from the patient¿s baxter bag during the pd treatment. The air detected in cassette alarm went off in conjunction with the disconnection/fluid leak. The patient disconnected from the cycler and finished their pd treatment by performing a manual drain. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. The patient notified the pdrn of the event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient was put on cephalexin (oral) thrice daily for 3 days (dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. In addition, the patient stated the peritoneal effluent fluid had remained clear. The patient is continuing pd therapy on the same cycler with no further issues. The apd connector was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.